Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and high impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 12 non-sustained tachycardia (nst) episodes of <(><<)> 220 ms v-v cycle are recorded on 19-oct-2013. 8830 of 10557 lifetime ventricular short interval counts (v-sic)occur since 19-oct-2013. Lead integrity alert (lia) triggered on 18-oct-2013 due to meeting the conditions for nst and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on 19-oct-2013. Max v-pace impedance rises from an approximate baseline of 450 ohm to > 4000 ohm the week ending 21-oct-2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).